Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) components of a minicap transfer set twist clamp separated. The twist clamp separated at the dark blue part, the light blue main body, and the white twist clamp. All components were visibly separated and as a result the patient was unable to continue using the transfer set. This was identified after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were provided to the patient. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.